Manufacturer narrative:
Other, other text: device evaluation - the device was returned for evaluation. The device was given functional testing; this showed the device met with specifications. The "primary audible alarm" was seen in the device event history log; however this issue was not duplicated during testing. Internal inspection showed no damage to connectors or other components that could induce this condition. The reported issue was not confirmed device-caused during investigation.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical medfusion pump had a primary audible alarm error code. There was no patient involvement.